Event description:
Upon receipt of this device, the user reported the blood gas module configuration did not match placement of cable heads. The sensor was not positioned correctly. The sensor position was adjusted. Since the event occurred upon receipt of device, there were no patient contact during this event.